Manufacturer narrative:
Siemens local service engineer was dispatched to the site. The engineer replaced a d1 board but was unable to reproduce the event. No similar occurrences have been reported from the facility. The unit is fully operational. A red emergency stop push button is available to the operator to stop all unintended device movements. This report was submitted (B)(6) 2015.

Event description:
(B)(6) 2014, siemens became aware of unintended table movement on the axiom iconos r200 system. The x-ray table unexpectedly started moving with a patient on the table. The technologist was able to catch the patient before the table was fully vertical. There are no injuries attributed to this event.